Manufacturer narrative:
.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent embolization occurred. The lesion being treated was located in the mid right coronary artery (rca). The physician placed two 3.50x16 mm taxus express2 drug eluting stents in the mid rca. Then went back down to place a 3.50x20 mm taxus express2 drug eluting stent, but experienced some resistance. The physician decided to pull the stent back into the guide and noticed the stent had stripped off. The physician then used the luge wire and was able to pull everything out successfully with no harm to the pt. The physician aborted the case at that time. No additional pt complications were reported. Pt status reported as "ok." Additional information was requested but unavailable.